Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm (greater than 50mm). It was reported that a week later, a CT was performed, where a stent graft separation was noted, in addition to a type ia endoleak. As per the physician, cause of the event was that the aortic neck dilated, therefore the stent had nothing holding it the aortic neck but the suprarenal stents stayed attached to the aorta. It was commented that the motion over time allowed stents to separate from graft. It was reported intervention was performed where 2 x endurant aortic cuffs were implanted to bridge the gap between the suprarenal stents and graft material. No additional clinical sequalae were reported and the patient will be monitored.